Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2025-11035. It was reported that the patient presented for a follow-up in clinic with infection, pocket erosion and experiencing discharge. The physician explanted the active system - pacemaker and right ventricular lead to resolve the issue. The patient experienced no consequences.